Event description:
It was reported that the customer adjusted time, personal profile, or other settings, which resulted in a low blood glucose level of 50 mg/dl. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.